Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced repeated dexcom g7 pairing failure with the ilet, resulting in a lack of countdown and suspension of dosing until a blood glucose value was entered, after which dosing resumed and the user was placed in bg run mode with six hours remaining; the user applied a new g7 sensor and reentered the pairing code to wait for connection. Symptoms included hyperglycemia with a reported glucose of 331 mg/dl. Outcomes included temporary interruption of automated dosing and the need for user-entered blood glucose and continued monitoring, without hospitalization. Investigation included technical troubleshooting, user education on bg run mode, and confirmation that the cgm was not connected to other devices. Investigation of this case revealed a cgm pairing failure with no responsible device definitively identified, and the ilet functioned as designed by allowing bg run mode once a blood glucose was entered. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.